Event description:
Additional information received from the patient reported that the pump had been alarming since (B)(6) 2015 (empty pump) and she was in a great deal of pain. The reason for the empty pump was reported as her managing physician stopped doing the pumps. The alarm had not been silenced, as the patient was told they were unable to silence it without medication or saline in the pump. However, at that appointment, the medication that was stated they would have was not available. The health care provider (hcp) had been cutting back her oral oxycontin. The patient was going to a neurosurgeon to have the pump removed on (B)(6) 2015. The patient was hoping to get a replacement pump. The patient was currently experiencing a new pain that she had not experienced before (B)(6) 2015. Stating that she had a really bad right knee replacement, and was in the hospital for 8.5 months (2003). A total knee replacement, where she had never dealt with mrsa before, and didn't know what was going on or how to handle it. The patient was very sick during the time after the right knee replacement (2003) stating they wanted to amputate her leg. Since she has had the pain pump, she had not had any pain in/below her right knee, but it hurts all the time now. The patient was given a list of physicians in the area.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient's pump went dry. The hcp noted the patient was non-compliant. The pump was last refilled in (B)(6) and the patient was due for a refill in (B)(6) but the patient just now showed up. The device manufacturer representative was to go into the hcp office and review the information. It was further reported by a consumer that the patient was on oxycodone and couldn't leave her house because of the oral medications that she was on and she was not able to drive. The patient didn't like the effect of the oral medications. The patient noted her doctor was no longer filling pumps. The patient realized now how much the pump helped. The patient noted the pump had been empty since (b)(64). The patient was taking over her amount of pain pills to help with her pain so she was walking around high as a kite. Follow-up was being conducted to obtain other medications the patient was taking, the patient's pertinent medical history, any additional symptoms the patient experienced, and if resolution of the missed refill and empty pump had been achieved. If additional information is received, a follow-up report will be sent.